Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised to check the air inlet filter and cooling fan filter along with a discussion with the respiratory therapist regarding the device environment during the reported issue. Upon follow-up, the customer indicated that the device had a long run on patients, and the respiratory therapist stated there may have been a drape over the device and the room was hot. The customer replaced the air filter but said it was not that dirty. The customer was unable to reproduce the reported issue and performed preventative maintenance, the device was returned to service.

Event description:
It was reported to philips that the device had a blower high temperature alarm. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. The investigation is ongoing.